Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a blood leakage from the syringes through the filter pro and air was entering right through the filter pro. This is likely due to product misuse. There was no reported patient involvement.